Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events. The customer complaint cannot be confirmed due to the lack of a product sample and batch number to perform a proper investigation and determine the root cause. The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
The physician was using the capio handle with monodek suture to be placed through the ssl in order to attach the xenform graft. When he activated the capio handle the suture went into the ssl however when pulling the suture back through the end the bullet tip was off and assumed to be in the ligament. Another suture was used to successfully complete the procedure. The patient's condition is unknown at this time.